Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, high impedance and oversensing due to noise was noted on the right ventricular lead. Due to the oversensing, the patient received inappropriate defibrillation therapy. The lead was capped and replaced and the patient was in stable condition.